Event description:
It was reported that in 2009, a "lint-like material" was observed on a device prior to implant. The material was removed from the device, and the device was subsequently implanted. Per the cer: the case of product was opened, and valve was rinsed. When doctor received the valve from medical staff, lint-like unknown material was observed on the bottom of leaflet (in the middle of two stent posts, closer to suture ring). Dr. Removed the unknown material and checked the valve, then it was implanted to correct av disease. Patient's condition is fine. No problem has been found on the valve. Lint-like unknown material to be returned for evaluation. Customer commented that it looked greenish. Customer would like to know what that is and when it was attached to the product.

Manufacturer narrative:
This event was determined reportable per edwards lifesciences procedures. The lint-like material was received for examination and the results were communicated via customer letter. No additional information is available at this time. The device remains implanted and the patient is reportedly doing fine. Only the reported lint-like material was returned for examination and chemical analysis. Evaluation summary: elastic, plastic like multiple filaments were received in a petri dish. The filaments were clustered together at an end of one filament that measured to approximately to 4.5 cm. The multiple filaments were detected microscopically. The filaments, transparent in color, appear to have dark green regions that appear to be cohesive/ integrated. A section was cut and sent to chemistry for material identification. On 8/14/09 - chemistry concluded with the following: ¿the ir spectrum of the unknown thread like material showed similar absorption characteristics when comparing to polyamide like material.¿ on 08/28/2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional information received from the foreign implant patient registry corrects the implant date at 2009. No additional information available.